Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a visit to their healthcare provider after high blood glucose levels of 200 mg/dl during the morning and 192 mg/dl during the afternoon. Customer stated that insulin pump is not delivering insulin. Also, the customer stated feeling dizzy and tired. While troubleshooting the insulin pump, it was found that there was a button error issue and a battery out alarm. The insulin pump will be replaced. Nothing further reported.